Event description:
It was reported that a catheter issue occurred and the vessel was occluded. The 90% stenosed target lesion as located in the moderately tortuous and mildly calcified left anterior descending artery (lad). The opticross 6 imaging catheter was advanced for ultrasound examination of the target lesion. Following stenting, the opticross was advanced again, but was difficult to remove and vessel occlusion was noted. The opticross and guidewire were removed together, and the wire broke in the mid-section. The vessel was ballooned and the procedure continued and the lad was successfully opened. The patient fully recovered.